Manufacturer narrative:
Investigation summary: no samples and 1 photo were returned by the customer in support of this complaint. Visual examination of photo was performed revealed excessive additive quantity. The retention samples were inspected for the additive amount, with all tubes having the same amount of additive in them. No samples were received to perform further chemistry testing to make sure that the liquid in the tube was the correct specification amount. The height of the liquid in the retention tubes after draw is similar to the height of the additive level in the photo. 10 retention samples were draw tested with all weights being within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, no samples were not received for further investigation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. (B)(4).

Event description:
It was reported excessive additive quantity was identified in the bd vacutainer® acd solution a blood collection tubes. The following information was provided by the initial reporter: "the volume of solution a is too much of the standard volume. Wherein the standard volume of 1.5 ml was found to be more than 1.5 ml."